Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a narrow de novo lesion in the mid femoral artery with mild calcification. During use, the 7mm x 40mm x 80cm armada 35 balloon dilatation catheter (bdc) lost pressure, at nominal pressure, and a leak was observed at the hub, next to the strain relief tubing. There were no issues noted during preparation of the device. There were no adverse patient effects and no clinically significant delay in the procedure. The procedure was completed with balloon angioplasty. No additional information was provided.